Manufacturer narrative:
At this time, this product has not been returned to boston scientific, crm for analysis. There is no additional information available. If further information becomes available, this event will be reopened.

Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) recorded an out of range left ventricular (lv) pace impedance of greater than 2000 ohms, exhibited by this lv lead. Loss of lv capture was also noted. To date, there have been no reported adverse patient effects associated with this clinical observation. A technical services (ts) consultant recommended several other troubleshooting options and discussed possible causes for the out of range impedance measurements. Additional information was provided that the device was successfully reprogrammed to obtain bi-ventricular pacing. It was noted that the patient would return for follow-up in approximately one to two months. Additional information was provided that loss of lv capture was again observed, thus the lead was surgically abandoned.